Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up in clinic, episodes of noise were observed. The lead was successfully capped and replaced on (B)(6) 2016. No adverse events were experienced by the patient.